Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer reported changing their infusion set at night, they woke up with a blood glucose of 175 mg/dl so they bolused and ate food. Afterwards, the customer's blood glucose level went up to 430 mg/dl. The customer treated with a manual injection. The customer reported that barely any insulin was delivering. The customer performed the high pressure test which failed and alarmed no delivery. The customer was advised to change the entire set, reservoir, and insulin and treat per their health care provider's instructions. The device was working as designed and not returned or replaced.